Manufacturer narrative:
(B) (6). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The lesion was located distally below the knee. The lesion was restenotic, mildly tortuous and had mild calcification. This lesion reference diameter was 3mm in diameter and 30mm long with 70% stenosis before treatment. Post-treatment stenosis was 10%. The lesion morphology was tight concentric stenosis. The patient had a follow up visit in (B) (6) 2005. It was reported that the target lesion had not remained patent since the index procedure. A comment reported the there had been a crural amputation 5 months after the pcb (event date not provided).the patient had a follow up visit in (B) (6) 2006. It was reported that the target lesion had not remained patent since the index procedure.